Event description:
It was reported that bd ultra-fine¿ insulin syringe leaked. This was discovered during use. The following information was provided by the initial reporter: water drop leaked during air purge.

Manufacturer narrative:
H.6. Investigation summary: customer returned (33) 3/10cc, 12.7mm, 29g syringes (14 in open poly bags, 19 in sealed poly bags) with the shelf carton from lot # 8351985. Customer states that a water drop leaked during air purge. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch #8351985. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe leaked. This was discovered during use. The following information was provided by the initial reporter: water drop leaked during air purge.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe leaked. This was discovered during use. The following information was provided by the initial reporter: water drop leaked during air purge.